Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the instrument channel was leaking; the bending section cover glue was cracked on both sides; the control body had corrosion due to water invasion; the serial number label was worn; the switch/camera had no function; the angulation was low; the control knob had play; the objective lens had glue peeling and minor edge chips; the light guide lens had peeling glue and minor edge chips; the insertion tube had minor scratches; the light guide tube had scratches; the distal end plastic cover had dents and scratches; and the scope connector was wet. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported while using the gastrointestinal videoscope, foreign material exited the channel. The issue was found during an unknown diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no foreign material was confirmed at biopsy channel. Therefore, the root cause of the reported event is unable to be determined. The event can be prevented by following the IFU sections: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Olympus will continue to monitor field performance for this device.